Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was observed at power up, but not reproduced. System error 105 was confirmed and caused by a failed motor flex. The evaluation also found severed motor mount screws which may have also contributed to the reported symptom. The failed motor assembly and screws were replaced.